Event description:
Pt alleges receving a breast implant on an unknown date and of an unknown MFR. Pt reports leaking implant is causing inflammation and severe pain and this is emotionally very difficult. Pt also reports she was advised to have implant removed.